Event description:
Abbott diabetes care received a social media complaint regarding low glucose reading issues with the use of the abbott diabetes care (adc) meter device. The customer indicated obtaining ¿false readings¿ with the testing in their adc device. The customer reported glucose reading of ¿175mg/dl to 185 mg/dl all day ¿and thought their glucose levels were possible symptoms of having the flu. Additionally, it is unknown whether the customer noted a trend arrow on the device. The customer presented to the hospital where healthcare professional (hcp) contact was made and a glucose reading of over 600 mg/dl was obtained on an unspecified device. The customer was admitted in the intensive care unit (ICU) where they received an unspecified treatment for diabetic ketoacidosis (dka) diagnosis. No further information would be obtained regarding the medical event due to insufficient contact information provided the customer. The customer reported that they were admitted in the ICU for 7 days and stayed in the hospital for a total of 10 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. A tripped trend review was conducted for the reported complaint and product, and no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.